Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no discrepancies to the specifications were found. The aiming arm has been tested using the functional jig and found to be in working order. The investigation was not able to determine the problem with this instrument. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
When the doctor used the proximal femoral nail antirotation device the blade did not go into the nail hole. The doctor suspected loosening of the aiming arm, but he remembered that he tightened the connection between the arm and handle. This is 1 of 1 report for this complaint (B)(4).